Event description:
It was reported that there was an untreated episode due to t wave oversensing as a result of low amplitude r-waves. During testing the clinic had the patient move positions while programmed in two different vectors. Some noise was seen when the patient pressed against the bed to get up. The noise was correctly identified by the device. Boston scientific technical services (ts) was consulted to review and discussed potential causes and further troubleshooting steps including obtaining an x-ray. The field representative noted that the patient was again seen for further troubleshooting where multiple positions were tested. Secondary showed a more stable signal with no clipping. Thus the subcutaneous implantable cardioverter defibrillator (s-ICD) was left programmed to secondary with a two time gain and smartpass on. It was noted that due to low amplitude the smartpass feature may turn back off. The patient was asymptomatic. An x-ray was taken which revealed that the electrode had dislodged and the proximal electrode cable is now horizontal. The physician was made aware of this finding. At this time the electrode remains in service and no adverse patient effects were reported.

Event description:
It was reported that there was an untreated episode due to t wave oversensing as a result of low amplitude r-waves. During testing the clinic had the patient move positions while programmed in two different vectors. Some noise was seen when the patient pressed against the bed to get up. The noise was correctly identified by the device. Boston scientific technical services (ts) was consulted to review and discussed potential causes and further troubleshooting steps including obtaining an x-ray. The field representative noted that the patient was again seen for further troubleshooting where multiple positions were tested. Secondary showed a more stable signal with no clipping. Thus the subcutaneous implantable cardioverter defibrillator (s-ICD) was left programmed to secondary with a two time gain and smartpass on. It was noted that due to low amplitude the smartpass feature may turn back off. The patient was asymptomatic. An x-ray was taken which revealed that the electrode had dislodged and the proximal electrode cable is now horizontal. The physician was made aware of this finding and follow up was increased until a revision procedure could be performed. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed and the electrode was repositioned. Defibrillation threshold (dft) testing was performed during the revision procedure and the s-ICD was programmed to alternate sensing vector. Several months post electrode revision the patient received an inappropriate shock due to a morphology change which caused t-wave oversensing. It was noted that the patient felt some chest pain when the shock occurred but experienced no dizziness. Review of the data by ts found that secondary sensing vector may be a better option due to the r-wave amplitude size. Ts discussed further troubleshooting and programming options and noted that the decision on how to treat and assess the ventricular arrhythmia would be at the physician's discretion.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.